Event description:
It was reported that the patient presented with infection. Surgeon removed the components and placed antibiotic spacer.

Event description:
It was reported that the patient presented with infection. Surgeon removed the components and placed antibiotic spacer.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5575-x-000, triathlon fix. Peg 2 per pk, lot code: lbbej. Cat. No.: 5551--l350, triathlon asym patella a35x10, lot code: lcb670. Cat. No.: 5520-b-700, triathlon prim cem fxd bplt #7, lot code: sykjh. Cat. No.: 5515-f-802, triathlon ps fem comp #8r-cem, lot code: sxfdy . At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot and sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.